Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient a missing sensor wire that occurred on (B)(6) 2014. Patient claimed that upon removal of the sensor pod, the sensor wire was missing. At the time of contact, the distributor did not report any injury or medical intervention on behalf of the patient.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and found that the sensor wire was missing from the housing puck; therefore, a complete investigation was not able to be performed and the reported missing sensor wire was confirmed. However, a root cause could not be determined.